Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit had a carbon dioxide inhalation error. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR: 17apr2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. A review of the device log shows the unit declared an error 1203 ( low leak co2 rebreathing risk). The fse replaced the flow sensor assembly and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.